Event description:
The customer tested her blood glucose and received a reading of 411 mg/dl using her contour meter. She retested using her husband's contour and received a reading of 168 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined the offer to troubleshoot and insisted her meter be replaced. Her meter is to be returned for evaluation. A replacement meter was sent to the customer.